Event description:
Customer reported to beckman coulter, inc. (Bec) that there was liquid below the cartridge chemistry (cc) sample probe in the indent in the reaction carousel cover of the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) checked the system and could not find a problem.

Manufacturer narrative:
(B)(4).